Manufacturer narrative:
The spectrum smart cable was replaced for the customer and the smart cable used in the event was returned to verathon for evaluation. The technical service representative evaluated the returned smart cable and confirmed the intermittent image when the cable was manipulated. Since there are no repairs available for the smart cable, and the customer received a replacement, the returned product was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image was intermittent. The procedure was completed using the smart cable. No harm to patient or user was reported.